Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoroscopic function board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported a communication failure error message. This would cause the system to shut down. No pt injury was reported.